Manufacturer narrative:
The reported event of a power cable disconnect alarm was confirmed via the system controller analysis. The strain relief on the connector end of the black power cable was damaged, and the wires (within the power cable) were damaged, as well. This damage to the wires has the potential to contribute to atypical power cable disconnect alarms. The log file captured a notable number of power cable disconnect events. It should be noted that the power cable damage did not appear related to wear and tear. The strain relief and wires exhibiting similar damage at the same location suggested that the event that damaged the strain relief also damaged the wires within the power cable. A review of device history records for this device showed no deviations from manufacturing or qa specifications. No further info is available. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). The perfusionist reported that the pt received a power cable disconnected alarm. They traced their connections, but didn't find anything out of the ordinary. A cut was found in the area of the black strain relief and there was a cut in the cable. The pt was switched to backup controller with no issues. Upon receiving the system controller for eval, the manufacturer confirmed a system stop that could likely be correlated to damage to the power cable. The black power cable was stripped and burn damage to the wires was noted surrounding the compromised shield and three wires had notable burn damage.